Event description:
It was reported that seven days post ultrasound guided port placement procedure through the right cervical, the catheter was allegedly noted to be broken upon saline infusion. It was further reported that device allegedly has leak. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 9fr hickman d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for the reported catheter fracture and confirmed for the reported fluid leak and identified burst issues, as a s shaped compound split was noted on the white luer extension leg just distal to the y-body and leak was noted upon infusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 9fr hickman d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for the reported catheter fracture and confirmed for the reported fluid leak and identified burst issues, as a s shaped compound split was noted on the white luer extension leg just distal to the y-body and leak was noted upon infusion. The investigation is inconclusive for the reported obstruction of flow issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 07/2021), g3, h6(device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven days post ultrasound guided port placement procedure through the right cervical, the catheter was allegedly noted to be occluded and broken upon saline infusion. It was further reported that device allegedly has leak. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that sometime post port placement procedure, the catheter was allegedly noted to be broken upon saline infusion. The procedure was completed using another device. There was no reported patient injury.